Event description:
It was reported that, "while surgeon was inserting screw into t1 pedical he stopped 2 or 3 threads before being fully inserted and released the screwdriver from the head of the screw to turn in the last couple of threads when the interface of the screwhead stripped. They were unable to advance the screw any farther or to remove it. A small piece of rod was used along with a fully tightened blocker to back the screw out with the counter torque device. While attempting this the tulip of the screw came off. Vice grips were used to remove the rest of the screw. A 3.5 tap had been initially used for the screw prep. The hole was then tapped with a 4.0 tap and a new screw was inserted."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.